Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 56 devices were received for evaluation; 53 events were confirmed during testing, 51 devices were found to be affected by a damaged hose; 3 events were not confirmed during testing; the devices were within specifications for the reported event; 3 devices were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 59 malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant, 52 events had no patient involvement; no patient impact, 5 events had patient involvement with no patient impact, 2 reported events had no known patient involvement or patient impact.